Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis was not determined, the pdrn stated the patient was diagnosed with an ongoing exit-site infection just prior to the peritonitis event. Exit-site infection constitutes a significant risk factor for peritonitis. The culture resulted positive for coagulase negative staphylococcus, a predominant normal flora on human skin, which supports that the peritonitis originated from the exit-site infection as these organisms have the highest risk of subsequent peritonitis from an exit-site infection. Based on the limited information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a reported infection, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2022. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient was diagnosed with peritonitis on (B)(6) 2022 (no signs/symptoms provided). The pd effluent culture resulted positive for coagulase negative staphylococcus (no species provided). The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pdrn stated the cause of the peritonitis was not confirmed; however, the patient was diagnosed with an ongoing exit-site infection shortly before the peritonitis was diagnosed. There was no further information available related to the exit site infection. The patient did not require hospitalization for the event. The patient continued completing pd therapy utilizing the liberty select cycler.

Event description:
During follow-up for a reported infection, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2022. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient was diagnosed with peritonitis on (B)(6) 2022 (no signs/symptoms provided). The pd effluent culture resulted positive for coagulase negative staphylococcus (no species provided). The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pdrn stated the cause of the peritonitis was not confirmed; however, the patient was diagnosed with an ongoing exit-site infection shortly before the peritonitis was diagnosed. There was no further information available related to the exit site infection. The patient did not require hospitalization for the event. The patient continued completing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.